Event description:
Part (B)(4) has been transferred to new supplier in (B)(6) under (B)(6). This change is still in progress and no concession has been released to approve shipment. During production sample evaluation, part of the product was found to be defective when unwrapped prior to any testing. The adjustable knob had been catastrophically damaged during transit leaving very sharp edges. The material used for the knobs is not to specification.

Manufacturer narrative:
Product has been shipped to (B)(6) customers, (B)(4). There is a risk of the knobs being damaged in use and causing injury to carers or pts due to the sharp edges that can be produced when the part suffers impact damage. Further information will be provided following the conclusion of the manufacturer's investigation.